Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized in (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The infusion set cannula was bent. The insulin pump alarmed no delivery. The customer also experienced a high blood glucose level of 309 mg/dl and treated with the insulin pump. The device was not returned.